Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon plugging in the vasoview hemopro endoscopic vessel harvesting system, the jaws on the device activated and became red hot. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was bent and shifted and the hot jaw was burnt. The device had minimal evidence of blood. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations, the device self-activated. Based upon the visual observations and the functional test, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).